Event description:
Note: this report pertains to first of two devices that occurred during the same procedure. It was reported to boston scientific corporation in 2008 that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography procedure performed the day prior (male patient; age and weight are unknown). According to the complainant, the first device would not bow, the handle of the second device broke during the procedure. The procedure was completed with a different device (manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
No consequences or impact to patient. Other, wire won't bow. Visual examination of the returned device found that the working length and distal tip were severely twisted. The twist observed is likely due to the customer usage/ handling. A functional evaluation found that the device would not bow as intended and does not meet the expected tolerance, due to the severely twisted working length/ distal tip. The customer complaint was confirmed; it is likely attributable to operational context. The device history record for this lot was reviewed; no anomalies were noted. A search of the complaint database revealed no additional complaints reported for this lot.